Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The cause of syncope was not reported. It was stated that this patient's device was being evaluated. At this time, no further information has been made available.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.